Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie impression. The reported event of atrial lead oversensing due to abrasion was confirmed, and was isolated to external abrasion consistent with friction to the device can.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a right atrial (ra) lead replacement procedure due to noise with oversensing, abrasion was noted on the ra lead. The ra lead was successfully explanted and replaced. The patient was stable with no adverse consequences.